Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. In addition, another issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. System check was performed and no issues were identified. Customer's blood glucose (bg) level was 270 mg/dl and an insulin pen was used to address bg. Customer reverted to using an alternate method of insulin therapy.